Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'door will not close' which was verified through a review of the event history log but not reproduced during evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a door of spectrum pump would not close during testing at the biomed service department. There was no patient involvement. No additional information is available.